Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an epic biliary endoscopic stent was implanted to treat a malignant stenosis in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with metallic auto expansible stent placement procedure performed on (B)(6) 2022. The patient's anatomy was dilated prior to stent placement. During the procedure, the epic biliary stent was partially deployed. It was not that the stent maxed out on the thumb wheel and was unable be delivered anymore. The physician attempted to remove the partially deployed epic biliary stent with forceps and basket. During removal, the epic biliary stent broke into two pieces, and half of the stent remained inside the patient. Cholangiography was performed and it was determined that the stent that remained inside the patient was the same size as the stenosis. The physician was comfortable leaving the stent implanted as the stent did not present a risk to the patient. The delivery system was successfully removed from the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be okay and stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The epic biliary stent has not been received for analysis. Upon receipt and completion of the device analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 27, 2022 that an epic biliary endoscopic stent was implanted to treat a malignant stenosis in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with metallic auto expansible stent placement procedure performed on (B)(6) 2022. The patient's anatomy was dilated prior to stent placement. During the procedure, the epic biliary stent was partially deployed. It was not that the stent maxed out on the thumb wheel and was unable be delivered anymore. The physician attempted to remove the partially deployed epic biliary stent with forceps and basket. During removal, the epic biliary stent broke into two pieces, and half of the stent remained inside the patient. Cholangiography was performed and it was determined that the stent that remained inside the patient was the same size as the stenosis. The physician was comfortable leaving the stent implanted as the stent did not present a risk to the patient. The delivery system was successfully removed from the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be okay and stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a0401 captures the reportable event of stent break. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: an epic biliary endoscopic stent and delivery system were received for analysis. Visual examination found the stent partially deployed and was broken at the distal section. The sheath was buckled and stretched. The proximal section of the sheath was separated from the strain relief and the distal section of the sheath was separated from the tip. The inner liner had multiple kinks and was separated from the tip. The pull rack was found separated from the handle. The teeth on the rack were damaged. No other issues with the stent and delivery system were noted. Buckling of the sheath may have occur when the device is advanced along the wire and is met with some resistance. Buckling of the sheath could have led to the partial deployment of the stent. Damage to the sheath may cause the sheath to have trouble moving proximal to deploy the stent. The damage to the teeth on the rack confirms that something was preventing the sheath from moving proximally. The stretching of the sheath suggests that the device was pulled which likely caused the separations. The kinks are in a section that would have been inside the rack and the inner liner was also exposed in that section which could have been created from manipulation of the device while removing it from the patient. It may be the handling and manipulation of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the reported events and observed failures. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the directions for use (dfu) / product label.